Manufacturer narrative:
Beckman coulter service engineer was dispatched. The service engineer evaluated and confirmed the leak from tubing assembly number 24. The service engineer replaced the tubing and that resolved the issue with the leak. Instrument software version is 5.4.08. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leak from tubing assembly number 24 on their unicel dxc 600 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.